Event description:
It was reported that the iab was inserted at one hospital then patient was defined as a transplant patient and transferred. Upon arrival at the second hospital, dried blood was seen in the drive line tubing. The pump did not experienced any alarms and the waveform remained unchanged, the pump was exchanged to a competitor's at the second hospital as they use co's competitor's pumps. The competitor's pump did not alarm. As a balloon rupture was suspected, the iab was exchanged without difficulty. There were no reported patient complications.